Event description:
Please refer importer report # (B)(4).

Manufacturer narrative:
Evolis cemented std femur size 4 left: code 3010.204g/ lot# 102080 ((B)(4) items produced): all parameters were found to be in accordance with the specifications valid at the time of mfg. The (B)(4) items belonging to this lot have been already sold and no similar incidents have been reported. Evolis cemented fixex tibial tray size 3: code 3031.0203/ lot# 123092 ((B)(4) items produced): all parameters were found to be in accordance with the specifications valid at the time of mfg. All the items belonging to this lot have been already sold and no similar incidents have been reported. Evolis std pe fixex insert size 3, 11mm: code 3040.0311/ lot# 081348 ((B)(4) items produced): all parameters were found to be in accordance with the specifications valid at the time of mfg. All the items belonging to this lot have been already sold and no similar incidents have been reported. Evolis inset patella 24 mm: code 3050.0024/ lot# 114680 ((B)(4) items produced): all parameters were found to be in accordance with the specifications valid at the time of mfg. A (B)(4) items belonging to this lot have been already sold and no similar incidents have been reported. On the basis of the data collected, we have no evidences that the event is device related.